Manufacturer narrative:
No injury reported. Smoke was observed coming from under the chair and some cables looked melted. Manufacturer contacted dealer, chair is 6 years old and no longer in warranty. The user was in a camp for two weeks and the dealer reported is having been heavy rains there. Invacare has tested its power wheelchairs in accordance with iso 7176 "rain test". This provides the end user or his/her attendant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation. User guidelines instruct users not to leave power wheelchair in a rain storm of any kind. Direct exposure to rain or dampness will cause the wheelchair to malfunction electrically and mechanically; may cause the wheelchair to prematurely rust or may damage the upholstery. Dealer is working with user and their insurance company to replace components and/or chair. MDR filed on comments of smoking and melted.

Event description:
The consumer turned on his chair and his mother allegedly noticed gray smoke coming from under the chair and the controller. No injury is alleged.